Manufacturer narrative:
This report is for an unk - screws: locking: variable angle/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of distal end of left humerus. The surgery was completed successfully without any surgical delay. On (B)(6), it was reported that the screw fixing the distal plate has been coming out. Since the reduction position has also begun to collapse, the surgeon will perform a re-operation on (B)(6) to replace the screw with a new one and fix the fracture by adding a new plate inside. No further information is available. Concomitant device reported: unk, screw: (part# unknown; lot# unknown; quantity: unknown). This complaint involves (2) devices. This report is for (1) unk, screws: locking: variable angle. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: health effect clinician code 2402 used to capture injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.